Event description:
It was reported that during preparation for an unrelated procedure, high pacing impedance was noted on the right ventricular (rv) lead. X-ray imaging was performed and lack of slack was observed on the rv lead. The high pacing impedance was suspected to be due to micro-dislodgement of the rv lead. The rv lead was capped and replaced during the unrelated procedure to resolve the event. The patient was in stable condition.